Manufacturer narrative:
Correction g4. The investigation of the reported failure mode has been completed. Difficult to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult vascular anatomy preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella was unable to pass through axillary artery. Impella was removed and graft used for peripheral ECMO cannulation.

Manufacturer narrative:
Corrected information has been provided in g4 (PMA/ 510(k)), e1(zip code, zip code extension) upon review, it was identified that the information was inadvertently not submitted in the initial report. Additional information has been provided in h11. The cause of the deliver issue was determined to be patient condition as the patient had difficult vascular anatomy preventing successful delivery of impella.